Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the medium-large clip applier instrument was inserted through the trocar, a broken cable was noticed at the tip of the instrument. The procedure was completed with no patient harm.